Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal-iq software suspended insulin delivery inappropriately. Customer's blood glucose (bg) level was 180 mg/dl. The customer was unable to discuss the allegation and indicated that tandem technical support (cts) would be contacted at a later time. Multiple contact attempts were made by cts to troubleshoot the issue and ensure that the basal-iq software suspended insulin delivery appropriately; however the customer did not respond.